Event description:
The customer reported that the system was not responding to the foot switch or hand control. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the issue. He adjusted the isolation transformer voltage and suspect the primary problem may be the x-ray controller pcb. The customer will observe the system and work with it as is for now as the issue is intermittent. The case is now closed.